Manufacturer narrative:
This swan-ganz catheter was not available for evaluation since it was discarded at the hospital. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be determined. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after correct positioning of this swan-ganz catheter, pacing did not function. The catheter was used for a rapid-pacing stimulation during an elective tavi procedure. As troubleshooting, the pacemaker and cables were exchanged without success. Patient demographics were requested and unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.